Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to load the cartridge onto the pump, despite attempts with three cartridges from the same box. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump and ensuring the cartridge was properly in place. Ultimately, with assistance, the customer successfully filled and loaded a new cartridge, enabling them to resume insulin delivery.